Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardiac monitor exhibited noise oversensed episodes that resulted in false atrial fibrillation (AF) episodes. No intervention was performed. There was no patient consequences reported.